Event description:
(B)(6) 2022, due to shock impedance of above 150 ohms, it was decided to have a device check. When the device check was done, there was no data abnormality when the patients body was moved, but lead failure was suspected, and a revision was planned. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 52 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke with the connector pins was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further, analysis of the distal lead fragment did not show any deviations which might have led to the reported high shock impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.